Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Event date - unknown, assumed (B)(6) day of month ((B)(6) 2013) that complaint was reported the device was received with the top of the I-blade fractured and slightly lifted and the upper jaw detached and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade and the upper jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic colon procedure, the surgeon taped the button on the device down to avoid having to keep pressing the button throughout the case. The top jaw is broken off completely and fell into the patient. The surgeon fished out the broken jaw however it is unknown how the piece was removed. It is unknown how the case was completed. No adverse consequences reported. One device will be returned. No other details are available.